Event description:
It was reported that unspecified bd¿ syringe was improperly designed. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that there is an improper design of insulin syringes. Email received back in april but not entered as complaint. Per rcc, re-entered, made complaint. Sent email to see if consumer received assistance with his email. Made 3 attempts on previous file. Will make another 2 on this one. Improper design of insulin syringes.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for incorrect placement (improper design on syringes) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was improperly designed. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there is an improper design of insulin syringes. Email received back in april but not entered as complaint. Per rcc, re-entered, made complaint. Sent email to see if consumer received assistance with his email. Made 3 attempts on previous file. Will make another 2 on this one. Improper design of insulin syringes.